Event description:
The customer alleged that the unit exhibited an e01 error (reservoir too full) that was associated with cidex opa leak. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Result: the fse found that the asp aer system reservoir tank is too full. The fse reduced the fluid level in the asp aer reservoir tank to 5 gallons. The fse ran 8 test cycles with no scope to ensure that the fluid level in the tank stays at 5 gallons. System meets all manufacture specifications. The fse switched aer #3 with aer # 5 which will reduce the number of fujinon 400 series scope that will be run in aer #3 to see if this will eliminate the e01 error. Upon follow up, the customer stated that the issue has been resolved.